Event description:
It was reported that patient underwent an implant procedure for a new artificial urinary sphincter (aus). Patient previously had advance xp implanted 5 months ago but showed no improvement. No information about the patient outcome is available at the moment. Additional information was received. Advance xp sling had been implanted in (B)(6) 2019. Patient did not see any improvement and continued experiencing incontinence. This is what prompted the surgeon and the patient to proceed with an aus. No adverse patient effects.